Event description:
It was reported that the subject device had a green image. The issue was identified during service and maintenance of the device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of charged coupled device (r-unit), component failure of the objective lens, component failure of the unit spanning from the distal end to the main body and objective lens was contaminated. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of green image was due to a component failure of charged coupled device. The most probable cause of complaint is cause traced to component failure. However, the most probable cause of contamination on objective lens could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.